Event description:
It was reported air within the device occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. During preparation and aspiration of a trusteer sheath (lot 37979194), air was observed entering the system in the side port tubing while aspirating. The physician confirmed that the sheath tip was not in contact with tissue, yet air continued to be introduced during aspiration. A second trusteer sheath (lot 37819294) was opened and tested, but the same issue occurred, with air again entering the system during aspiration. Aspiration was performed without introduction of air into the patient vasculature, and the procedure proceeded without further issue. A watchman fxd curve sheath was opened and used to complete the procedure, and the closure device was successfully placed to treat the laa. The patient was discharged without complications.

Manufacturer narrative:
Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device.

Event description:
It was reported air within the device occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. During preparation and aspiration of a trusteer sheath (lot 37979194), air was observed entering the system in the side port tubing while aspirating. The physician confirmed that the sheath tip was not in contact with tissue, yet air continued to be introduced during aspiration. A second trusteer sheath (lot 37819294) was opened and tested, but the same issue occurred, with air again entering the system during aspiration. Aspiration was performed without introduction of air into the patient vasculature, and the procedure proceeded without further issue. A watchman fxd curve sheath was opened and used to complete the procedure, and the closure device was successfully placed to treat the laa. The patient was discharged without complications.

Manufacturer narrative:
Device history record review. A review was completed of the device history records (DHR) for the watchman trusteer access system, part # m635tu90050, batch # 0037979194. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis. The watchman trusteer access system was returned for device analysis. Visual found a kink in the sheath 11cm proximal of the tip. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. The dilator was removed, and the hemostatic valve was tightened, and no water leaked from the valve. Product analysis could not confirm the reported event as the device was able to flush properly, and air was able to be purged from the device. Risk review: a risk review of the watchman was completed and confirmed that air in device and damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk to support acceptable risk benefit for the product. Investigation conclusion. Bsc has assigned an investigation conclusion code of no problem detected. A thorough review of the available information in the complaint did not find any fault condition(s) with the product related to the reported complaint allegation.

Event description:
It was reported air within the device occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. During preparation and aspiration of a trusteer sheath (lot 37979194), air was observed entering the system in the side port tubing while aspirating. The physician confirmed that the sheath tip was not in contact with tissue, yet air continued to be introduced during aspiration. A second trusteer sheath (lot 37819294) was opened and tested, but the same issue occurred, with air again entering the system during aspiration. Aspiration was performed without introduction of air into the patient vasculature, and the procedure proceeded without further issue. A watchman fxd curve sheath was opened and used to complete the procedure, and the closure device was successfully placed to treat the laa. The patient was discharged without complications.